Event description:
Litigation papers allege shortly after her surgery, patient began experiencing pain and tenderness in her left hip, groin, and lower back. It is also alleged this tenderness has never gone away.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2242760, 1966471, and 2176341. A search of the complaint database search finds one additional reported incident against lot code 2150290 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege shortly after her surgery, patient began experiencing pain and tenderness in her left hip, groin, and lower back. It is also alleged this tenderness has never gone away. Update: (B)(6) 2012 - medical records were received. There is no new additional information that would affect the investigation. Records are available on the l:\ drive if needed for further review. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate the patient was revised (B)(6) 2012 for a fractured stem and sleeve. Records are available for further review.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, loosening of the stem, metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.